Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit passed rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at reservoir tube window corners and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the down arrow button does not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.